Manufacturer narrative:
(B)(4). Additional information narrative - it was reported that a patient underwent a skin lesion excision for malignant melanoma on the left shoulder and upper back. The patient experienced redness and inflammation approximately three to eight days post operative. A culture and sensitivity was positive for staph aureus and the patient was treated with minocycline 100mg bid. The sutures were removed early and the inflammation cleared with the early removal of the sutures.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually evaluated. No packaging defects were noted.

Event description:
It was reported that a patient underwent a skin lesion excision on and unknown date and suture was used. The patient experienced redness and inflammation approximately three to eight days post operative. The reaction resolved once the sutures were removed.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/10/2013.additional information: the actual device batch number associated with this event is not known. The account reports the following possible batch numbers:dle737 - mfg date 10/01/2011; exp date 07/31/2016.dkp443 ¿ mfg date 09/01/2011; exp date 07/31/2016.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. No issues were found during visual examination of sterile barrier - overwrap pouch and seals. Package sterile barrier is intact. The intact package was tested by bubble emission for leaks in the film, tyvek backing and seals - no leaks were detected. The actual device batch number associated with this event is not known. Nine possible batch numbers are reported as follows: dle737, dbb817, dkp443, dgb035, dpb683, ece069, dlp629, ece070, dpb205. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.